Event description:
It was reported the physician found resistance between the spring wire guide and needle. The spring wire guide failed to pass through the needle. The physician separated the wire back from the catheter and found it slightly kinked at 0.3cm~0.4cm from tip of wire. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial assembly and lidstock for evaluation. The spring wire guide was still inside the needle cannula. Visual inspection revealed the core wire had separated from the distal weld. The distal weld appeared full and spherical. The proximal end of the guide wire was still attached to its handle. The overall length of the core wire measured 4.625" which is within specification of 4.4375-4.6875" per product drawing. The outer diameter of the guide wire measured 0.390 mm which is within specification of 0.381-.404 mm per product drawing. The outer diameter of the needle cannula measured 0.02515" which is within specification of 0.0250-0.0255" per product drawing. The inner diameter of the needle cannula measured 0.017" which is within specification of 0.0165-0.0180" per product drawing. The undamaged portions of the returned spring wire guide were able to be inserted through the needle cannula per IFU which states "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever." The swg passed through with minimal resistance. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this kit warns the user "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of the "spring wire guide needle resistance - unraveled" was confirmed through complaint investigation of the returned sample. Visual inspection revealed the core wire separated from the distal weld. The returned guide wire and cannula met all relevant dimensional requirements, and a device history record review did not reveal any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found resistance between the spring wire guide and needle. The spring wire guide failed to pass through the needle. The physician separated the wire back from the catheter and found it slightly kinked at 0.3cm~0.4cm from tip of wire. No patient involvement reported.

Manufacturer narrative:
(B)(4). Updated investigation: the customer returned one catheterization device for analysis. No signs of use in the form of biological material were observed. Visual inspection revealed the core wire had separated from the distal weld. The guide wire appears slightly bent which is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. The overall length of the core wire measured 4.625" which is within specification of 4.4375-4.6875" per product drawing. The outer diameter of the guide wire measured 0.390 mm which is within specification of 0.381-.404 mm per product drawing. The outer diameter of the needle cannula measured 0.02515" which is within specification of 0.0250-0.0255" per product drawing. The inner diameter of the needle cannula measured 0.017" which is within specification of 0.0165-0.0180" per product drawing. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual inspection revealed the core wire separated from the distal weld. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the physician found resistance between the spring wire guide and needle. The spring wire guide failed to pass through the needle. The physician separated the wire back from the catheter and found it slightly kinked at 0.3cm~0.4cm from tip of wire. No patient involvement reported.